Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account states that when processing samples using a cell-dyn ruby analyzer in autoloader mode, they noticed that one of the sample barcodes was incorrectly read as (B)(6) instead of (B)(6) and thus mismatched to the wrong patient. No adverse outcomes were reported related to this issue.